Event description:
A report was received that the pt was receiving a small shock when she coupled her charger to her ipg. A bsn field clinical engineer determined the cause to be an ipg malfunction. The ipg will be replaced.